Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter irrigation line was bent and folded. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was removed from the packaging, and it was found that the irrigation line was bent and folded. It was determined that the catheter could not be used normally, so it was replaced before flushing was performed. The procedure was then completed with no patient complications. The device is not expected to be returned for analysis due to contamination.